Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens into the pt's right eye on (B)(6) 2010. There were two lenses used on this pt. This lens is the primary lens. The lens tore during insertion. Lens was removed with no pt injury. A third lens, same model and size was implanted on (B)(6) 2010. Pt is doing well. The reporter stated the cause of this incident was due to loading/technical error by the surgeon. See MFR # 2023826-2010-00974 for the second lens.

Manufacturer narrative:
(B)(4).